Event description:
It was reported that the tip of a recanalization catheter, being used to treat a cto within the pt's sfa, detached while the catheter was being removed from the pt and was unable to be retrieved. A balloon stent was then placed in the sfa and as it was deployed, the stent pinned the separated tip of the catheter to the vessel wall. The procedure was completed with the placement of the stent. There was no pt complications or injury reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.